Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and treated with unreported antibiotics. The cause of the peritonitis is unknown. The peritoneal catheter was removed and the patient has started hemodialysis. At the time of this report the patient had recovered from this event. No additional information is available.